Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A batch review could not be performed as the lot number was unknown. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during drain 1. The care giver (cg) stated that the home patient (hp) had started therapy before connecting and that fill 1 had started and was spraying solution into the room. The cg stated that at this point, the hp had connected themselves, and the hp was in drain 1 at the time of the call. The technical service representative (tsr) explained that the cg would need to end therapy and start over with all new supplies. The tsr then advised the cg to call the patient's registered nurse within the next 24 hours and let her know what happened. The cg ended therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the registered nurse on (B)(6) 2013. She stated that the patient had not contacted her about this incident, but that she would follow up with him. She stated that the patient was doing well, and no adverse effects were reported in relation to this event.